Event description:
It was reported that the patient had a power PICC implanted on (B)(6) 2021. Leakage was found at the distal end of the extension leg(red) on (B)(6) 2021 . There was no reported patient injury. No other information.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to all three luer adapters. A split was observed at the junction between the purple extension tubing and the molded joint. Microscopic inspection of the split revealed it to be recessed within the molded joint. The fracture surface appeared to be granular. Material flow and discoloration were observed in the vicinity of the split. Tactile inspection of the sample revealed tensile weakness throughout all three extension tubes. The tensile weakness and fracture features suggested that damage was caused by tensile (pulling) stress. The location of the damage suggested that device placement, securement, maintenance and access techniques may have contributed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a power PICC implanted on (B)(6) 2021. Leakage was found at the distal end of the extention leg(red) on (B)(6) 2021 . There was no reported patient injury. No other information.